Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from the neonatal intensive care unit (nicu) that the maxzero needle free connector leaked at the connection to one port of a 1.9 french dual lumen peripherally inserted central catheter (PICC) line that was infusing dextrose 10%. With heparin (dose unknown) at a rate of 1 ml/hr. The customer wants to know if there are psi or size limitations for use with the maxzero product. There was no adverse effect to the patient "other than potential infection exposure of a central line."

Manufacturer narrative:
The customer¿s report that the maxzero needle free connector leaked was confirmed during functional testing of connector p/n mz1000-07. The cause of the leak was identified as a vertical hairline crack running parallel to the direction of the fluid flow running along the connector¿s top and continuing along the threads. Visual inspection observed the female luer end was cracked. Further inspection under magnification observed a vertical hairline crack approximately 0.380 inches long running parallel to the direction of the fluid flow running along the connector¿s top and continuing along the threads of the connector. No scratches or tool marks were observed on the outside of the connector. The device history record for maxzero needleless connector p/n mz1000-07 lot unknown could not be conducted because the lot information was not provided. The cause of the leak was identified as a vertical hairline crack running parallel to the direction of the fluid flow running along the connector¿s top and continuing along the threads. The root cause of the observed crack was not definitively determined.

Event description:
It was reported from the neonatal intensive care unit (nicu) that the maxzero needle free connector leaked at the connection to one port of a 1.9 french dual lumen peripherally inserted central catheter (PICC) line that was infusing dextrose 10% (d10) with heparin (dose unknown) at a rate of 1 ml/hr. The customer wants to know if there are psi or size limitations for use with the maxzero product. There was no adverse effect to the patient "other than potential infection exposure of a central line."